Event description:
It was reported that a balloon rupture occurred. A 5.0 x 150mm, 150cm ranger drug coated balloon was selected for treatment of peripheral arterial disease in the superficial femoral artery. The target lesion was located in a moderately tortious and moderately calcified anatomy with 90% stenosis. During the procedure, the balloon ruptured when it was inflated once to 10 atmospheres for 20 seconds. The device was removed without any problems using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.